Manufacturer narrative:
Concomitant product: 506852 lead; 419388 lead, implanted: (B)(6) 2004.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device estimated 2.2 years longevity six months ago, but now exhibited a shorter longevity of 13 months. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.